Event description:
It was reported that there was an error resulting in a loss of mechanical ventilation during a case. There was no patient involvement.

Manufacturer narrative:
The end user decided to replace the unit and declined ge healthcare service. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.